Event description:
The manufacturer received information alleging a patient experienced bipap broke during use, subsequently an o-ring was allegedly found in patients throat after 3 days of anorexia, patient died 2 days after o-ring was found while using a m performatrak w/hdgr mask. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient experienced bipap broke during use, subsequently an o-ring was allegedly found in patients throat after 3 days of anorexia, patient died 2 days after o-ring was found while using a m performatrak w/hdgr mask. The manufacturer has received new information related to the allegation of patient death. It is alleged that the patient was using a m performatrack full ref mask in conjunction with an unidentified v60 device. The patient is reported to have been "combative" and to have broken the mask himself. There is no allegation of medical intervention with reporter stating, "mask replaced." According to the report, the patient's daughter is the only person to have alleged witnessing the o-ring in the patient's mouth, and it is reported that the patient's daughter did not report this incident until "days later." The device settings report as follows: rr 18, ipap 18, epap 8, fio@ 50% . Alarms were high pressure 40, low pressure 10, apnea 20, low mv 3, high rate 40, low rate 10. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient experienced bipap broke during use, subsequently an o-ring was allegedly found in patients throat after 3 days of anorexia, patient died 2 days after o-ring was found while using a m performatrak w/hdgr mask. Additional information: the mask involved in this incident was thrown away and cannot be returned for further evaluation.